Event description:
It was reported that upon using echelon powered plus articulating stapler loaded with a gold ecr reload 60 mm, the knife did cut through a single layer of tissue and staples did not penetrate a single layer of a stomach. Another echelon was used along with a green reload ecr 60 mm. Surgery delayed by 30 minutes and completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4): batch #: unk. Additional information was requested, and the following was obtained: s the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no further complications regarding the patients recovery. No prolonged stay or readmission. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.